Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the trunk cable was damaged. The last patient to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt's trunk cable was damaged. The red (pp+) wire in the in the trunk cable was found to be intermittently open between pin 19 of the trunk cable connector and the pp+ wire. The root cause of the intermittent connection was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this device did not report any deficiencies.